Event description:
The customer reported the elevator wire of the duodenovideoscope was cut off, the bending section was not good and angulation in all directions was reduced. The issues were found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the forceps elevator wire was broken. Also, evaluation found the inside of the light guide lens was dirty. The report is being submitted due to the dirty lens and broken wire found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the adhesive around the light guide lens was discolored, the forceps elevator had foreign material, the bending section cover was dirty, the forceps raising angel did not meet the standard value due to a cut on the forceps elevator wire, the connecting tube was scratched, the universal cord was dirty, the bending angle in the up and right/left directions did not meet the standard value due to wear of the angle wire, and the bending angle in the down direction did not meet the standard value due to deformation of the bending tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions which resulted in humidity invading lg-lens which led to corrosion. Additionally, the knob wire (k-wire) strands were cut off due to stress from repeated manipulation of the forceps elevator, and the wire was raised up due to repeated brushing around the forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual 3.5 manual cleaning shows how to prevent the event. Olympus will continue to monitor field performance for this device.